Manufacturer narrative:
The device was not returned to the service center for evaluation. As part of our investigation, the ess performed a reprocessing in-service that included demonstrating reprocessing steps for the bf-q180 in accordance with manufacturer¿s recommendations. The ess also, reported that the facility¿s sterile processing staff was informed of the scope¿s pre-cleaning requirements to ensure it has been completed prior to leak testing and manual cleaning. The scope was not returned for evaluation. The instruction manual ¿reprocessing before the first use/reprocessing and storage after use¿ section states ¿after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance.¿

Event description:
The service center was informed that during a reprocessing in-service with an endoscopic support specialist (ess) at the customer¿s site the scope was improperly reprocessed. The ess reported that the facility¿s sterile processing does not perform the pre-cleaning steps. Also, that the facility was not completing suction following the brushing of the suction cleaning adapter. There was no patient involvement, patient infections or device positive cultures reported.